Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was not received for evaluation. Because a sample was not received, the reported issue could not be confirmed and the root cause could not be identified. At this time, a corrective action is not required. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 03/07/2017. An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the diet is leaking at the connection to the pump when the set is installed on the roller of the pump.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual and functional test was performed to the sample. It was observed that the spike connector was detached; the failure reported confirmed. A formal investigation has been opened to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.